Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited light guide lens had corrosion and connecting tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the light guide lens had corrosion is cause traced to component failure and for connecting tube had foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.